Manufacturer narrative:
(B)(4). The device was manufactured from september 13, 2014 - september 14, 2014. The device was received for evaluation. Visual inspection did not identify any defects with the device. The device was functionally tested for leakage after tightening the blue winged luer cap. There was no evidence of a leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into the overpouch. This was noted before use. The device was filled with ropivacaine. There was no patient involvement. No additional information is available.